Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis/infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. Though the medical team believed the reported event to be possibly related to condition, there is no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that this patient was admitted to the hospital with low hemoglobin on admission. There were no reported signs & symptoms related to bleeding. The patient was later diagnosed with acute renal failure and sepsis; which is believed by the medical team to have affected his blood count. The patient received three units of backed red blood cells and was discharged the following day with hemoglobin reported to still be low. He will be followed as an outpatient. The medical team believes this event to be possibly related to both the device and the patient condition. No further information was provided.